Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date of the disposable novasure device is not known. Neither the device nor radio frequency controller is being returned; therefore, a failure analysis of this novasure system can not be completed. Lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as a lot and serial numbers were not provided by the complainant. (B)(4).

Event description:
It was reported that following a novasure endometrial ablation procedure (date unknown), the physician performed a hysteroscopy and noted that the "device seemed to ablate more of the cervix than it did the uterine cavity". The pt did not require any treatment and the pt was discharged. The physician reported on (B)(6) 2010 that the pt was seen on f/u was "fine".